Event description:
The customer reported that the device was not sensing the ECG from external pads, only noise. They were measuring ECG on an animal using multifunction pads. No patient impact was reported.

Manufacturer narrative:
The serial number initially reported was for the defibrillator.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.